Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m9000j. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged and not the I-blade as reported upon visual inspection under magnification it was observed that the electrode and the ceramic were partially detached and these were not returned with the device. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the packaging process.

Event description:
It was reported that during a video hysterectomy procedure, the device in use the blade broke in a manner which prevents its use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.